Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured which resulted in fluid leaking out of the plastic housing. The bladder rupture occurred while filling the device prior to patient use. The device was being filled with cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 15, 2020 - july 16, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.